Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water cylinder, forceps cap, air/water channel, and plastic distal end cover, but the foreign matter could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image is not displayed due to damage on the charge-coupled device unit. Upon further inspection, it was observed that unidentified whitish foreign material resembling powder mixed with water was found inside of the air/water tube and cylinder. Additionally, brown foreign material resembling traced that remains from previous procedures was found at the adhesive of the light guide lens. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to corrosion on the guide plate in all directions. It was observed that the control unit gets warm due to a shortcut of the switch cable. It was also observed that the grip is shaved. It was observed that there was a scratch on the flexibility adjustment ring. It was also observed that the light guide cover glass had corrosion. It was observed that the scope connector cover unit had a stain. It was also observed that the light guide rod and the image guide protector were damaged. It was observed that there was a crack in the scope cover, light guide lens and on the color ring. It was observed that the following scope components were deformed: connecting tube, universal cord, nozzle, and the auxiliary water inlet. It was also observed that the following scope components had corrosion due to water leakage: scope connector, electrical connector, scope identification, plate, charge-coupled device flexible circuit board, shield plate, shield disk, identification cover and on the control unit. Lastly, it was observed that the following unit components were repaired by a third party: charge-coupled device flexible circuit board, connecting tube, charge-coupled device unit, universal cord, nozzle, scope connector, scope identification, switch cable and the color ring. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope had an image problem. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material on the: air/water cylinder, forceps channel port, air/water tube and on the plastic distal end cover which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.